Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call the patient was hospitalized due to high blood glucose. Customer's blood glucose was unknown. Customer was admitted to the hospital due to diabetic ketoacidosis. Customer's father stated that patient had a bad infusion set and was rush to the hospital.